Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the following verbatim: it was reported by customer that PICC line had tpn and smof infusing and another drip. The smof was clamped and paused during a medication infusion due to incompatibility and turned back on after the medication had been flushed. A few minutes later, the smof channel alarmed "occluded". There were no kinks in the line, nothing was clamped and all the other fluids were running. The lipid tubing was removed and unable to be mannually pushed through the filter. The filter was replaced and flushed with lipids, reconnected to the PICC and infused.

Manufacturer narrative:
One sample model: 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and an infusion was performed with a 85% glycerin mixture. No occlusion was observed. Based on the customer's words of the occlusion not happening till after the infusion started and paused, the most probable cause of the occlusion is the medication clogging the filter membrane. ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review could not be performed because a lot number was not provided by the customer.